Event description:
It was reported that the patient had undergone a plf at l3-5. Post-op it was believed the screws at left l3 and right l5 had come loose. During the revision surgery it was confirmed that the screw at right l5 was broken. The upper portion of the screw had removed from the patent and additional hardware was implanted to extend the construct.

Manufacturer narrative:
The device or applicable films have not been returned to medtronic for evaluation. A review of the device history records found no documentation to indicate a non-conformance to specification. This device catalog number is not approved for use in the united states; however, a like device catalog number 8372645, is cleared in the united states.